Manufacturer narrative:
Submit date: 07/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump set idled and formula was not fed during use on a patient. It was reused as ready-to-hang. No patient harm. The pump did not alarm.

Manufacturer narrative:
Per additional information received, it was originally reported in error that the pump did not alarm. This information was reported in error. There was no pump failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the customer did not experience an issue with the pump's alarm.